Manufacturer narrative:
One device was received for evaluation. The event history log revealed a battery depleted alarm and verified the reported problem. Functional testing was unable to duplicate the reported problem. The battery was replaced as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that there was a battery issue. There was no patient involvement. The device analysis found the device had a battery depleted alarm.

Manufacturer narrative:
H2) correction: h7 corrected. H9 corrected.